Event description:
The dealer was driving it down a ramp and he felt the seat move. He did not fall out and or flip just felt the seat move. Per the provider supplied photo it appears to be cracked at a weld.